Event description:
Cvvh ordered at 6:15 pm by physician. Two dialysis rn's present to set up machine. Machine plugged in and had no power: electrical outlet changed x6, plugs were secure, fuse changed. Service rep for MFR called; told to change battery (none available). Technical service called. Arrangements made to obtain cvvh machine from another facility. 8:30 pm alternative machine arrives. Machine set up with persistent e 13 alarm. Called MFR service rep. The 2nd alarm e 21 - attempted to correct without success. Add'l MFR rep called to help with no success. No service rep available to come in to service machine. Continued to attempt machine corrections until 10:30 pm. Physician appraised situation throughout evening. Not able to deliver treatment to pt.